Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, the devices were discovered as damaged after being used for an unknown procedure. Both devices were being used for the first time. No further information provided. This report is for one (1) expedium sfx cross connector system torque driver shaft. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
If the information is unknown, not available or does not apply, the section/field of the form is left blank. The sfx x20 torque driver shaft (p/n 289410300 s/n (B)(4)) was received at customer quality. Visual examination revealed that the hex lobes on the driver¿s distal tip had become stripped. Noted damage indicated that the stripping occurred in the direction of tightening. This damage is consistent with a driver that was likely subjected to the unanticipated torsional forces during the tightening process, resulting in the distal tip of the driver becoming stripped. This complaint is confirmed however no product design issues or manufacturing discrepancies that would contribute to the reported complaint condition were identified during this investigation. The cause of the issue cannot be determined as this could have happen due to the application of excessive force while in usage. No new, unique or different patient harms were identified because of this evaluation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device history lot: a review of the receiving inspection (ri) for xconnector driver, x20 was conducted identifying that lot number nw196877 was released in a single batch. Batch1: lot qty of units were released on (B)(6) 2017 with no discrepancies. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.